Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") in a (B)(6)-year-old female patient who had essure (batch no. 50697310, a66684) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". Medical conditions: she had no pelvic pressure, no pain with bowel movements, no vaginal spotting, no vaginal bleeding, no vaginal discharge, no lever, no chills. No headache, no syncope, no suprapubic pain, no anorexia. No vomiting. No weakness no lightheadedness, no dizziness. No-dysuria and no constipation. Concurrent conditions included abdominal pain and uterine bleeding. Concomitant products included paracetamol (acetaminophen) and paracetamol (tylenol). On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2013, the patient experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation"), infection ("infections") and abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral) and partial hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving, the menstrual disorder, infection, vaginal haemorrhage, menorrhagia, depression, dysmenorrhoea and anxiety outcome was unknown and the migraine, headache, dyspareunia, fatigue and abdominal pain had not resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, infection, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: left ¿ 3 micro-insert coils right ¿ 2 micro-insert coils. Diagnostic results: on (B)(6) 2015, the gray metallic coils are in place in the bilateral uterine cornua/proximal fallopian tubes. The left fallopian tube is tan to purple, distally fimbriated, measuring 5.8 cm in length by 0.5 cm in average diameter. Upon cut section the tube appears unremarkable with the exception of several small para-tubal cysts. The right fallopian tube is tan to purple, distally fimbriated, measuring 6.8 cm in length by 0.5 cm in average diameter. Right corner of essure was visualized. Normal appearing tubes and ovaries, and uterus were visualized bilaterally. Concerning the injuries reported in this case, the following events were confirmed in medical records: dysmenorrhea and pelvic pain. Batch number: 50697310 man date: 2012/11 exp date: 2015/11. Batch number: a66684 man date: 2012/11 exp date: 2015/11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2018: pfs received. Following events were added: migraines, headaches, dyspareunia (painful sexual intercourse), fatigue and abdominal pain. Concomitant drug added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") in a 27-year-old female patient who had essure (batch no. 50697310,a66684) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". Medical conditions: she had no pelvic pressure, no pain with bowel movements, no vaginal spotting, no vaginal bleeding, no vaginal discharge, no lever, no chills. No headache, no syncope, no suprapubic pain, no anorexia. No vomiting. No weakness no lightheadedness, no dizziness. No-dysuria and no constipation. On (B)(6) 2015, the gray metallic coils are in place in the bilateral uterine cornua/proximal fallopian tubes. The left fallopian tube is tan to purple, distally fimbriated, measuring 5.8 cm in length by 0.5 cm in average diameter. Upon cut section the tube appears unremarkable with the exception of several small para-tubal cysts. The right fallopian tube is tan to purple, distally fimbriated, measuring 6.8 cm in length by 0.5 cm in average diameter. Right corner of essure was visualized. Normalappearing tubes and ovaries, and uterus were visualized bilaterally. Concurrent conditions included abdominal pain and uterine bleeding. Concomitant products included paracetamol (acetaminophen) and paracetamol (tylenol). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation"), infection ("infections") and abdominal pain ("abdominal pain, abdominal area"). The patient was treated with surgery (salpingectomy (bilateral) and hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia was resolving, the menstrual disorder, infection, depression, dysmenorrhoea and anxiety outcome was unknown and the migraine, headache, dyspareunia, fatigue and abdominal pain had not resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, infection, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: left ¿ 3 micro-insert coils right ¿ 2 micro-insert coils concerning the injuries reported in this case, the following events were confirmed in medical records: dysmenorrhea and pelvic pain. Batch number: 50697310 man date: 2012/11 exp date: 2015/11. Batch number: a66684 man date: 2012/11 exp date: 2015/11 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2019: plaintiff fact sheet received. Outcome of event abnormal bleeding (vaginal and menorrhagia) was added as recovering resolving. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") in a 27-year-old female patient who had essure (batch no. 50697310, a66684) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". Medical conditions: she had no pelvic pressure, no pain with bowel movements, no vaginal spotting, no vaginal bleeding, no vaginal discharge, no lever, no chills. No headache, no syncope, no suprapubic pain, no anorexia. No vomiting. No weakness no lightheadedness, no dizziness. No-dysuria and no constipation. Concurrent conditions included abdominal pain and uterine bleeding. Concomitant products included paracetamol (acetaminophen) and paracetamol (tylenol). On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2013, the patient experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation"), infection ("infections") and abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral) and partial hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving, the menstrual disorder, infection, vaginal haemorrhage, menorrhagia, depression, dysmenorrhoea and anxiety outcome was unknown and the migraine, headache, dyspareunia, fatigue and abdominal pain had not resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, infection, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: left: 3 micro-insert coils, right: 2 micro-insert coils. Diagnostic results: on (B)(6) 2015, the gray metallic coils are in place in the bilateral uterine cornua/proximal fallopian tubes. The left fallopian tube is tan to purple, distally fimbriated, measuring 5.8 cm in length by 0.5 cm in average diameter. Upon cut section the tube appears unremarkable with the exception of several small para-tubal cysts. The right fallopian tube is tan to purple, distally fimbriated, measuring 6.8 cm in length by 0.5 cm in average diameter. Right corner of essure was visualized. Normal appearing tubes and ovaries, and uterus were visualized bilaterally. Concerning the injuries reported in this case, the following events were confirmed in medical records: dysmenorrhea and pelvic pain. Batch number: 50697310, man date: 2012/11, exp date: 2015/11. Batch number: a66684, man date: 2012/11, exp date: 2015/11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2018: quality safety evaluation of ptc(product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain') in a 27-year-old female patient who had essure (batch no. 50697310,a66684) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". Medical conditions: she had no pelvic pressure, no pain with bowel movements, no vaginal spotting, no vaginal bleeding, no vaginal discharge, no lever, no chills. No headache, no syncope, no suprapubic pain, no anorexia. No vomiting. No weakness no lightheadedness, no dizziness. No-dysuria and no constipation. On (B)(6) 2015, the gray metallic coils are in place in the bilateral uterine cornua/proximal fallopian tubes. The left fallopian tube is tan to purple, distally fimbriated, measuring 5.8 cm in length by 0.5 cm in average diameter. Upon cut section the tube appears unremarkable with the exception of several small para-tubal cysts. The right fallopian tube is tan to purple, distally fimbriated, measuring 6.8 cm in length by 0.5 cm in average diameter. Right corner of essure was visualized. Normal appearing tubes and ovaries, and uterus were visualized bilaterally. Concurrent conditions included abdominal pain and uterine bleeding. Concomitant products included paracetamol (acetaminophen) and paracetamol (tylenol). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation"), abdominal pain ("abdominal pain, abdominal area"), hypersensitivity ("allergic reaction"), cystitis ("bladder problems"), urinary tract infection ("uti"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (salpingectomy (bilateral) and hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, hypersensitivity, bladder disorder and urinary tract disorder had resolved, the menstrual disorder, depression, dysmenorrhoea, anxiety, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown, the menorrhagia was resolving and the migraine, headache, dyspareunia, fatigue and abdominal pain had not resolved. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: left ¿ 3 micro-insert coils right ¿ 2 micro-insert coils. Concerning the injuries reported in this case, the following events were confirmed in medical records: dysmenorrhea and pelvic pain. Batch number: 50697310, man date: 2012/11, expiration date 2015-11-30. Batch number: a66684, man date: 2012/11, exp date: 2015/11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") in an adult female patient who had essure (batch no. 50697310, a66684) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". Medical conditions: she had no pelvic pressure, no pain with bowel movements, no vaginal spotting, no vaginal bleeding, no vaginal discharge, no lever, no chills. No headache, no syncope, no suprapubic pain, no anorexia. No vomiting. No weakness no lightheadedness, no dizziness. No-dysuria and no constipation. Concurrent conditions included abdominal pain and uterine bleeding. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression"), dysmenorrhoea ("dysmenorrhea (cramping)") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation") and infection ("infections"). The patient was treated with surgery (salpingectomy (bilateral) and partial hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the menstrual disorder, infection, vaginal haemorrhage, menorrhagia, depression, dysmenorrhoea and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, infection, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: left ¿ 3 micro-insert coils right ¿ 2 micro-insert coils . Diagnostic results: on (B)(6) 2015, the gray metallic coils are in place in the bilateral uterine cornua/proximal fallopian tubes. The left fallopian tube is tan to purple, distally fimbriated, measuring 5.8 cm in length by 0.5 cm in average diameter. Upon cut section the tube appears unremarkable with the exception of several small para-tubal cysts. The right fallopian tube is tan to purple, distally fimbriated, measuring 6.8 cm in length by 0.5 cm in average diameter. Right corner of essure was visualized. Normalappearing tubes and ovaries, and uterus were visualized bilaterally. Concerning the injuries reported in this case, the following events were confirmed in medical records: dysmenorrhea and pelvic pain. Most recent follow-up information incorporated above includes: on 26-jun-2018: pfs received. New events added- abnormal bleeding (vaginal, menorrhagia, depression and mental anguish and plaintiff did not undergo essure confirmation test. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain') in a 27-year-old female patient who had essure (batch no. 50697310,a66684) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". Medical conditions: she had no pelvic pressure, no pain with bowel movements, no vaginal spotting, no vaginal bleeding, no vaginal discharge, no lever, no chills. No headache, no syncope, no suprapubic pain, no anorexia. No vomiting. No weakness no lightheadedness, no dizziness. No-dysuria and no constipation. On (B)(6) 2015, the gray metallic coils are in place in the bilateral uterine cornua/proximal fallopian tubes. The left fallopian tube is tan to purple, distally fimbriated, measuring 5.8 cm in length by 0.5 cm in average diameter. Upon cut section the tube appears unremarkable with the exception of several small para-tubal cysts. The right fallopian tube is tan to purple, distally fimbriated, measuring 6.8 cm in length by 0.5 cm in average diameter. Right corner of essure was visualized. Normalappearing tubes and ovaries, and uterus were visualized bilaterally. Concurrent conditions included abdominal pain and uterine bleeding. Concomitant products included paracetamol (acetaminophen) and paracetamol (tylenol). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation"), abdominal pain ("abdominal pain, abdominal area"), hypersensitivity ("allergic reaction"), cystitis ("bladder problems"), urinary tract infection ("uti"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (salpingectomy (bilateral) and hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, hypersensitivity, bladder disorder and urinary tract disorder had resolved, the menstrual disorder, depression, dysmenorrhoea, anxiety, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown, the menorrhagia was resolving and the migraine, headache, dyspareunia, fatigue and abdominal pain had not resolved. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: left ¿ 3 micro-insert coils right ¿ 2 micro-insert coils. Concerning the injuries reported in this case, the following events were confirmed in medical records: dysmenorrhea and pelvic pain. Batch number: 50697310 man date: 2012/11 exp date: 2015/11. Batch number: a66684 man date: 2012/11 exp date: 2015/11. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: extension of expected date of next report. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") in an adult female patient who had essure (batch nos. 50697310 and a66684) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". Medical conditions: she had no pelvic pressure, no pain with bowel movements, no vaginal spotting, no vaginal bleeding, no vaginal discharge, no lever, no chills. No headache, no syncope, no suprapubic pain, no anorexia. No vomiting. No weakness no lightheadedness, no dizziness. No-dysuria and no constipation. Concurrent conditions included abdominal pain and uterine bleeding. Concomitant products included paracetamol (acetaminophen). On (B)(6)2013, the patient had essure inserted and removed on (B)(6)2015. A new essure was inserted on an unknown date. In august 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression"), dysmenorrhoea ("dysmenorrhea (cramping)") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation") and infection ("infections"). The patient was treated with surgery (salpingectomy (bilateral) and partial hysterectomy). Essure was removed. At the time of the report, the pelvic pain was resolving and the menstrual disorder, infection, vaginal haemorrhage, menorrhagia, depression, dysmenorrhoea and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, infection, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: left ¿ 3 micro-insert coils right ¿ 2 micro-insert coils diagnostic results: on (B)(6)2015, the gray metallic coils are in place in the bilateral uterine cornua/proximal fallopian tubes. The left fallopian tube is tan to purple, distally fimbriated, measuring 5.8 cm in length by 0.5 cm in average diameter. Upon cut section the tube appears unremarkable with the exception of several small para-tubal cysts. The right fallopian tube is tan to purple, distally fimbriated, measuring 6.8 cm in length by 0.5 cm in average diameter. Right corner of essure was visualized. Normalappearing tubes and ovaries, and uterus were visualized bilaterally. Concerning the injuries reported in this case, the following events were confirmed in medical records: dysmenorrhea and pelvic pain. Batch number: 50697310 man date: 2012/11 exp date: 2015/11 batch number: a66684 man date: 2012/11 exp date: 2015/11 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain') in a 27-year-old female patient who had essure (batch no. 50697310,a66684) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". Medical conditions: she had no pelvic pressure, no pain with bowel movements, no vaginal spotting, no vaginal bleeding, no vaginal discharge, no lever, no chills. No headache, no syncope, no suprapubic pain, no anorexia. No vomiting. No weakness no lightheadedness, no dizziness. No-dysuria and no constipation. On (B)(6) 2015, the gray metallic coils are in place in the bilateral uterine cornua/proximal fallopian tubes. The left fallopian tube is tan to purple, distally fimbriated, measuring 5.8 cm in length by 0.5 cm in average diameter. Upon cut section the tube appears unremarkable with the exception of several small para-tubal cysts. The right fallopian tube is tan to purple, distally fimbriated, measuring 6.8 cm in length by 0.5 cm in average diameter. Right corner of essure was visualized. Normal appearing tubes and ovaries, and uterus were visualized bilaterally. Concurrent conditions included abdominal pain and uterine bleeding. Concomitant products included paracetamol (acetaminophen) and paracetamol (tylenol). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation"), abdominal pain ("abdominal pain, abdominal area"), hypersensitivity ("allergic reaction"), cystitis ("bladder problems"), urinary tract infection ("uti"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (salpingectomy (bilateral) and hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, hypersensitivity, bladder disorder and urinary tract disorder had resolved, the menstrual disorder, depression, dysmenorrhoea, anxiety, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown, the menorrhagia was resolving and the migraine, headache, dyspareunia, fatigue and abdominal pain had not resolved. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: left ¿ 3 micro-insert coils right ¿ 2 micro-insert coils. Concerning the injuries reported in this case, the following events were confirmed in medical records: dysmenorrhea and pelvic pain. Batch number: 50697310, man date: 2012/11, exp date: 2015/11. Batch number: a66684, man date: 2012/11, exp date: 2015/11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: events: allergic reaction, bladder/urinary problems, bladder infection, uti, vag. Infection, vag. Discharge. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstruation") and infection ("infections"). The patient was treated with surgery (underwent removal of the essure® device by partial hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menstrual disorder and infection outcome was unknown. The reporter considered infection, menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.